Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that diffuse lamellar keratitis in the unknown eye of a patient after lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows five successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment(s) cannot be identified in the logfile. The review of the complete treatment day shows that all five beam control checks were performed way before the start of the treatments and not immediately before the treatments. The review also shows that during one treatment the surgeon has had difficulties to reach a valid suction value resulting in a second docking attempts. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical issues were identified based on the provided information. Contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).